Manufacturer narrative:
The event history was reviewed. This infusion is related to the values reported by the customer regarding the values of concentration, dose, and rate. The customer does not report values of duration and volume to be infused, however the dose calculation programming is found so that the customer can know what was actually programmed and determine whether or not there was user error in the programming. The device worked under normal conditions, delivering the medication as programmed by the user. During the test the device infused correctly without under-delivering, generating no technical failures or alarms. Keypad test was performed to verify that it did not auto program. Each key works correctly, the test passed correctly. It is not possible to determine if it was a programming error, since there is no complete information of what was programmed as volume to infuse, duration of the infusion and because it is a medical criterion that defines the parameters of the tirofiban infusion. However, the events are extracted and summarized as found on the date and time reported, so that the customer has knowledge and clarity of what was scheduled. Probable cause was not found as device functioned as intended.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 360 infusion pump. The reporter stated that a therapeutic dose of medication was being administered to the female patient whom had a deterioration. Based on the investigations carried out by the facility, the customer believes the problem was due to misuse of the pump in the data supply of the medication. The date of the event was 17-nov-2023 through 18-nov-2023, and the product status at the time of event was during infusion. The device is available for evaluation. The customer stated that there was an underdelivery of medication during an infusion of tirofiban and the pump indicated 12.5 mg in 250 ml, passing at 0.1 micrograms/kilo/minutes, when it was scheduled for 1cc/hour. She also stated that the device did not alarm and customer could not determine whether there was harm to the patient.